Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported Image flickers occasionally during maintenance involving an Olympus Laparoscope, Gynecologic. There were no reports of patient involvement.